Event description:
The impella device was advanced through the right femoral sheath and into the left ventricle without difficulty. The impella device was initially set at p9 and then decreased to p8 and maintained at p8 throughout the procedure. While the impella device was in use, it alarmed. The alarm indicated that the motor would stop. The device continued to be used and a second alarm indicated that the motor had stopped. The impella device was removed and a second one was placed. The impella device was tried to start again after removal and it would not.